Manufacturer narrative:
During investigation, the battery compartment threads were also observed to be damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the pump battery cap would not come off the pump at first. Once the cap was removed, the reporter alleged that the battery compartment was cracked. The battery cap had reportedly never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A crack was observed along the pump battery compartment threads. The battery cap did not properly secure to the pump; the cap continuously spun and did not tighten when turned. The battery cap threads were also observed to be stripped.